Event description:
It was reported that the pump exhibited a force sensor background test. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good physical condition with no appearance of any physical damage. Force sensor background test found in pump event history log. During functional testing using the force sensor check and power up process, the reported issue of force sensor background test was unable to be duplicated. The root cause was unable to be determined. Replaced force sensor, plunger board and plunger cable for preventive. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).